Event description:
During a vitrectomy procedure, the tip of this cutter broke. The procedure was able to be completed successfully.

Manufacturer narrative:
Device failure occurred, however, cause unk.